Event description:
Pt reported that they had an issue with priming their pump yesterday that has never happened before. Pt reported that the pump was alarming and giving an error, though they were able to complete their infusion. Pt is requesting a new pump. Device serial number was not provided. Pt did not report experiencing any adverse effects or missed doses due to the pump issue. Device is available for return upon the pt receiving return shipping materials. Pt is infusing 30 gm/300 ml hyqvia. No additional details, dates, or information provided. Indication: common variable immunodeficiency with predominant immunoregulatory t-cell disorders, nonfamilial hypogammaglobulinemia, and immunodeficiency, unspecified.